Event description:
The physician performed a band ligation on a patient with esophageal varices successfully. It was noted three days later the bands had sloughed off and severe bleeding had started. Ligation was performed again with standard esophageal varix ligaiton with rubber bands. The patient is in critical condition.